Event description:
A customer contacted beckman coulter regarding "bad" troponin (acu tnl) results from multiple patients that were generated by the unicel dxl 800 access instrument. The actual results were not provided by the customer. The results were reported out of the lab. The customer indicated that several physicians questioned the accu tnl results. The customer indicated that the results had to be corrected upon repeat of the test on other unit. No additional information regarding this event was provided by the customer. Based on the available information there was no change to pt treatment attributed to or connected with this event.